Manufacturer narrative:
Device evaluation summary device evaluation of battery sn (B)(4) is underway. The reported problem (won't power on monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery pack

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.

Manufacturer narrative:
Follow-up report - device evaluation - 01/23/2017: device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Per supplier evaluation, the battery pack tri-cells were excessively discharge and were depleted (0v). The root cause of the excessively discharged cells was unable to be positively identified. Device evaluation summary: device evaluation of battery sn (B)(4) is underway. The reported problem (won't power on monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to power on a monitor.